Event description:
It was reported there were telemetry issues. Recharging coupling had been an issue since implant. There were no coupling bars only a reposition screen. It was noted the patient was able to get 6 coupling bars in the past, but the patient had to ¿work at it.¿ they attempted to use another recharger and still received the same reposition screen. It was noted the patient was overdischarged. Seven antenna locate attempts were made, but were unsuccessful. It was stated there was no connection with the clinician programmer. Physician mode recharge (pmr) was started and power on reset cleared. The last time any stimulation was felt was ¿one to two months ago.¿ it was later noted the overdischarge was due to patient compliance. It was noted the patient had let the stimulator overdischarge multiple times and the pmr was not successful. It was stated the patient was advised to meet with a neurosurgeon. The patient outcome was not provided. Nine days later it, was noted there were a couple overdischarges. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 249360004, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010,product type: extension. (B)(4).